Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, 8mm fenestrated bipolar forceps instrument dis not energize the instrument when connected to a measuring instrument. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed and no patient injury.